Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a cartridge issue in which the bottom of the cartridge detached during filling after loading approximately 2 ml of insulin, with uncertainty about air removal prior to fill; a guided walkthrough on correct cartridge fill volume and supply change was provided and the replacement fill proceeded without issue. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of troubleshooting and user education with no alarms or alerts. Investigation included technical support review and user coaching on proper cartridge handling and fill technique. Investigation of this case revealed use error related to cartridge preparation and air management leading to a leaking or structurally compromised cartridge during fill. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge preparation and filling.